Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx delivery system (wds) was successfully implanted on (B)(6) 2025. During a routine follow up transesophageal echocardiography (tee) two to three mobile thrombus stalks were noted on the top of the closure device and thrombi have grown on them. One of the stalks was located on the screw cap of the closure device. The patient was placed on anticoagulation medication marcoumar. The patient is expected to fully recover.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.